Event description:
The facility reported a colleague infusion pump with the reported condition where the screen was not displaying correctly. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. There was no indication of whether the problem was reproduced. The assignable cause was determined to be marks on the main display resulting from a faulty main display. The main display was replaced to fix the reported condition. Additional information:a device history review revealed no abnormalities discovered during manufacturing. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.